Event description:
During a preventive maintenance, the company representative observed that the unit failed the safety disk leak test. In addition, the door on the side for the helium tank was displaced from the hinges.